Manufacturer narrative:
Continuation of medical devices: w1dr01 ipg, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high and undefined impedance on the right atrial (ra) lead. It was further reported the ra lead had a polarity switch to unipolar configuration. The lead remains in use. No patient complications have been reported as a result of this event.